Event description:
It was reported that pump experienced malfunction that displayed malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was unable to reset pump at the time because charging supplies were unavailable, so technical support provided pump reset instructions, advised customer to call back as soon as possible for further assistance, and customer relied on multiple daily insulin injections in the meantime.